Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00587. Related manufacturer report number: 2017865-2020-00588. It was reported that the patient developed a pocket infection. The generator was exposed and skin erosion was noted. The entire system was explanted. After explant, the device was found in backup mode and it was restored. The patient was in stable condition.